Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that during a follow up of this pacemaker the device had triggered elective replacement time. It was noted that a previously follow up a battery status of 1.5 years of life remaining was seen. Premature battery depletion was alleged and a follow up has been scheduled. No adverse patient effects were reported, and this device remains implanted.